Manufacturer narrative:
Investigation pending.

Event description:
Patient reported discrepant low results with inratio test. Inratio inr= 1.3; lab inr high (unable to provided actual result). Patient self tester provided the following info: (B)(6) inratio=3.0, 5/06 inratio=1.3. (B)(6) inratio= 1.3. Patient self tester went to emergency room (B)(6) for swollen arms and emergency room nurse stated the inr was high but she could not provide a lab result. Patient was given vitamin k and taken off coumadin for 2 days. On (B)(6), patient began taking 2 mg coumadin daily. On (B)(6), patient reported she had inratio=1.0 and on (B)(6), inratio=1.2. Patient was taking ciprofloxacin for a urinary tract infection from (B)(6). Dosage could not be provided by patient self tester.